Event description:
It was initially reported that the device had an illuminated service indication and had logged multiple event codes. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device would not detect a patient's ECG rhythm through paddles lead and the need for defibrillation therapy could not be detected.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined the cause of the reported failure was due to a shorted capacitor, designator c160.